Event description:
It was reported the patient received an IV just prior to a trial procedure; the patient stated she had glandman's disorder, a rare blood disorder. After discussion with a hematologist/oncologist, the trial was aborted. It was reported no devices were opened or used, therefore no device is reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.